Manufacturer narrative:
(B)(4). The customer provided image showing a defective arterial device. Visual analysis revealed that the guide wire was deployed through the needle bevel and was severely unraveled. It was noted that the black guide wire handle was in the starting position. This indicates that the handle was advanced, then likely retracted after the guide wire became unraveled. The catheter involved with the complaint is not pictured. The customer returned one arterial catheterization device for analysis. Large amounts of biological material were observed inside the needle hub and the guide wire coils. The returned sample matches the sample pictured in the customer image. The catheter involved with this complaint was not returned. Visual analysis revealed that the guide wire was unraveled from the distal end. The unraveled section was deployed through the needle bevel; however, the black handle was in the starting position. The guide wire was removed from the proximal opening of the cannula. Analysis of the core wire revealed that it was severely bent. Microscopic examination confirmed the damage and revealed that the distal weld was separated from the coil and core wires. The separated weld was not returned for analysis. Visual analysis could not be performed on the catheter involved with this complaint as it was not returned. The guide wire length measured 4 1/4", which is within the specification limits of 4 3/16"-4 3/8" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.440mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The needle cannula inner diameter at the distal end measured 0.0230", which is within the specification limits of 0.0226"-0.0240" per the cannula product drawing. Dimensional analysis could not be performed on the catheter involved with this complaint as it was not re-turned. Functional analysis could not be performed as part of this complaint due to the severity of the damage and without the catheter also returned for analysis. After removal of the defective guide wire from the assembly, a lab inventory guide wire measuring 0.018" was inserted through both ends of the cannula from the returned assembly. The guide wire was able to pass with little to no issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The IFU also states, "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters". The report of a separated guide wire was confirmed through complaint investigation. The guide wire was observed to be advanced through the needle bevel and was unraveled from the distal end. Further analysis revealed that the distal weld had separated from both the core and coil wires. The guide wire and the needle cannula met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal or if the guide wire is retracted back upon the needle bevel during use. Despite these circumstances, the root cause cannot be determined without the catheter also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the product malfunctioned and uncoiled inside the patient." There was a delay to treatment but they were reproted as fine post the procedure.

Event description:
It was reported that: "the product malfunctioned and uncoiled inside the patient". There was a delay to treatment but they were reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4).